Manufacturer narrative:
Device used for treatment, not diagnosis. A product development evaluation was performed. One part # 314.451 was received with the coupling broken off. The broken off piece was not returned. The distal tip is slightly worn. The returned device shows regular use during its 11 month lifespan. Coupling is broken off and was not returned. The balance of the instrument is worn, but overall in good condition. The damage appears to be the result of excessive torque being applied to the instrument, but an exact cause cannot be determined. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing (B)(4), rev. A for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. A visual inspection showed that the material appears homogenous where the coupling broke off. The complaint condition was most likely caused by excessive torque being applied to the device, rather than the design of the instrument. Although the actual cause cannot be determined, this complaint condition is likely a result of excessive torque being applied to the device, and not a result of the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a screw removal, the surgeon was trying to unscrew the screw in the bone with the t8 stardrive shaft from the screw removal set. The end of the stardrive shaft broke and the surgeon was unable to use it. There was no surgical delay. The patient status/outcome is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records has been requested.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.